Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. A technical support specialist (tss) checked the medstation logs and found no errors in the biometric identifier logs and the customer confirmed that the issue had been resolved. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was not functioning on pmm icu2v1.8, requiring a witness for access. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.